Event description:
It was reported that this right atrial (ra) lead was accidentally dislodged during an intervention to remove capped leads from a patient so that they could receive an MRI. The lead was removed a new lead successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Only the proximal portion of the lead measuring approximately 38cm was returned. The inspection of the available lead fragment found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that that this right atrial (ra) lead was accidentally dislodged during an intervention to remove capped leads from a patient so that they could receive an MRI. The lead was removed a a new lead successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was accidentally dislodged during an intervention to remove capped leads from a patient so that they could receive an MRI. The lead was removed a new lead successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field h6:impact codes.